Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 65 (mg/dl). Customer consumed food and bg levels stabilized to 95 (mg/dl). Customer declined any further troubleshooting on the reported issue.

Manufacturer narrative:
Customer later reported that pump date and time were inaccurate and customer believes this contributed to their low blood glucose levels.